Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was non-malignant pain. The date of the event was 2009. It was reported an exploration and wound revision and debridement were done in 2009. The pump and extension catheter were removed in 2009. Medical history includes hypertension and allergies to latex and ranitidine hcl. Pump and catheter implant 2009, reconfigurations of pump pocket exploration of pump pocket 2009, knee surgery x5, removal of catheter of pump 2009. Medications the patient was taking include xanax one tablet oral 3 times every day, motrin 800 mg one tablet oral 3 times every day with food, morphine sulfate 15 mg one to two tablets oral every 6 hours as needed, hydrocodone acetaminophen 1 tablet oral every 6 hours as needed for pain, ms contin 60 mg.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.